Event description:
Two nighttime occurrences of low sounding hypoglycemic alarm from dexcom receiver put into use autumn 2016. Company admits recall and will not replace receiver as it is outside the company 1-year warranty.